Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the devices could not be performed since the devices were not returned for evaluation. The reported event of a loose power port could not be confirmed. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Based on the available information there is no evidence to suggest that the reported event is related to the procedure, therapy or use of the device a supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
Per vad coordinator, patient contacted her to tell her that the power port on the right side of the controller was loose and actually pulled away from the controller, exposing all of the wires. Instructed patient to not sleep on top of his controller, which he admitted he was doing. It was exchanged to a new one without any impact to the patient.